Event description:
It was reported to philips that the customer was unable to perform exposures due to an oil cooler error. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The procedure was aborted. Analysis of the log files could not confirm any malfunction with the system. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. A philips field service engineer (fse) inspected the system onsite and as part of troubleshooting action fse verified multiple voltage test points, cable integrity, cooler oil level, pressure level and found that they were all in good working condition. Fse then identified that one of the cables on the entire cable kit assembly which runs from c-arm to the equipment room was broken and causing errors. Fse installed new cable assembly set for c-arm and replaced wiring harness for c-arm to resolve the issue. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.